Event description:
Customer's spouse says approximately 1 month ago, spouse was catheterizing self and was cut on the urethra due to a cut-off tip. Customer's spouse states pt had alot of bleeding. Pt did not go see a doctor. Via phone, the doctor told pt to watch the bleeding and if it did not stop, to call back. After a period of hours, the bleeding stopped and no further medical treatment was sought.